Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the devices, and the reported problem was confirmed. It was determined that the cutter came into contact with the dura guard during use, causing the reported fracture. If additional information becomes available, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device broke during use. The device was being used during operation. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no additional information available.